Event description:
Reportable based on device analysis completed on 19nov2021. It was reported that a connection issue occurred. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, while the device was inside the patient, the system recognized it as a peripheral catheter rather than as opticross hd. The device was removed and the procedure completed with another of the same device. There were no patient complications. However, returned device analysis revealed imaging window detachment.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the telescope assembly. No damages or failures were observed on the catheter code board assembly. The imaging window was observed detached near the lapjoint section and was not returned for analysis. No other visual damages were noted. Function inspection revealed the catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage occurs post-use of the device and is not related to the original device failure.